Manufacturer narrative:
The insulin pump had a peeling keypad overlay with customer applying clear tape on the keypad overlay, minor scratched display window, missing display window cover and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 7.3 mmol/l at the time of the incident. The customer stated that they woke up and the front of the pump was loose. The customer attached the pump with tape. The product was returned for analysis.